Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 376 mg/dl with high ketones. Customer attempted to self-treat with a correction bolus and a supply change but was treated intravenously with fluids of saline and insulin in the ICU. Customer was released with no permanent damage and issue resolved. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.